Event description:
It was reported that a few days after implant the patient experienced chest pain. Interrogation revealed increased capture threshold. X-rays revealed a cardiac tamponade due to lead perforation. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.